Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred; pump was not exposed to extreme temperatures. Customer was unable to clear the alarm and reverted to using another pump for insulin therapy. Customer's blood glucose was within range (value not provided).